Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on(B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. It was indicated that the patient was critically ill while using the device, which is misuse of the device. On the morning of (B)(6) 2025, the patient was at the hospital for a non-dexcom related procedure when their bg was discovered to be 600 mg/dl. The did not proceed with the procedure and sent the patient home with out any medication or treatment. The cgm during that time was 128 mg/dl and the patient could not think clearly. On the same day, the patient's doctor advised the patient to go to the ER. Upon arrival around 1:40pm, the cgm was still around 128 mg/dl while the bg was around 600 mg/dl. The patient was treated with insulin via IV and was in the ER until around 11:40pm. During that time the cgm was around 160 mg/dl and the patient could not remember the bg reading. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.